Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was 367 mg/dl and a correction bolus was delivered to address the bg level. During troubleshooting with tandem customer technical support (cts), air bubbles were observed in the infusion set tubing and the occlusion appeared to be within the cartridge. Cts advised the customer to change the cartridge. The customer acknowledged the information.